Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue layer was the suture used on? What was the condition of the tissue (healthy, diseased, weakened)? How was the suture placed (interrupted or continuous)? Can you explain ¿almost absorbed¿? Can you explain ¿wound didn't heal¿? What medical intervention was performed for the ¿wound didn't heal¿? What is the surgeon opinion of the contributing factors to the absorption issue? Can you describe the appearance of the suture during second procedure? What was the surgeon expected absorption time of the suture? Was the suture intact and pulled away from the tissue? What are the patient age, weight and bmi? What is the current condition of the patient?

Event description:
It was reported that the patient underwent episiotomy on (B)(6) 2017 and suture was used. On (B)(6) 2017, it was noted suture was almost absorbed and wound didn't heal well during hospital re-check. The patient underwent revision surgery and surgeon resewed the wound with like device. The patient is under monitoring at hospital. It was reported that the patient¿s wound healed on (B)(6) 2017. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: what tissue layer was the suture used on? Skin what was the condition of the tissue (healthy, diseased, weakened)?unk how was the suture placed (interrupted or continuous)?continuous can you explain ¿almost absorbed¿? Suture was separated into several pieces can you explain ¿wound didn¿t heal¿? Wound was broken what medical intervention was performed for the ¿wound didn¿t heal¿?unk what is the surgeon opinion of the contributing factors to the absorption issue?unk can you describe the appearance of the suture during second procedure?normal what was the surgeon expected absorption time of the suture?unk was the suture intact and pulled away from the tissue?several pieces what are the patient age, weight and bmi?unk what is the current condition of the patient?discharge to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.